Event description:
It was reported the patient experienced shortness of breath coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Treatment was not reported for the event and the patient¿s outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.